Event description:
It was reported that the t:slim x2 pump battery would not charge, indicated by a power source alert. There was no adverse impact to the customer's blood glucose level as the pump did not shut down or become unable to turn back on. The customer resolved the issue by using a non-tandem wall adapter along with a tandem charging cable, despite being informed that using non-tandem supplies is not recommended unless for troubleshooting. Tandem technical support agreed to send a replacement tandem wall adapter via two-day shipping, and no further assistance was required as the pump started charging.